Event description:
Per the clinic, the device was explanted due to incorrect placement. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 2, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 20, 2022.